Event description:
Asku

Event description:
It was reported that at implant the lead was being prepared for implantation when after the lead was flushed, which is advised against) the physician tugged on the lead pin and the insulation separated on the lead exposing coil. It was also reported that strain relief separated from the lead body. The lead was not implanted and a new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and the outer insulation pulled from connector sleeve. Visual analysis indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and the outer insulation pulled from connector sleeve. Visual analysis indicated damage at implant.